Event description:
Endoscopic stapler was used on pt 2 times. Therefore, it was reloaded for second application. On that application, the small bowel would not release from the stapler. It was pulled out by another instrument and sewed with a laparoscopic suture.